Event description:
Pump declared alarm 20 during load process. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the customer in loading a new cartridge, but cartridge alarm recurred, preventing resumption of insulin therapy. Cts decided to replace the pump, instructed the customer on use of mdi as backup therapy, and provided guidance on returning the pump in storage mode with a pre-paid label.